Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right atrial (ra) lead had dislodged, with the tip of the lead having fallen into the right ventricle. The lead had been fixated into the correct position in the right atrial appendage where it appeared both physically and electrically stable. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.